Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through stryker facebook page: "6 weeks out from tkr with robotic arm. This is a very painful recovery the first few weeks were bad. Couldn¿t tolerate opioids so did it only with tylenol. Doing well now but need more pt. I have high pain tolerance but this pain after surgery was awful."